Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy due to it not been programmed correctly. Technical services (ts) was consulted and referred the patients husband to the patients to their clinic for further device related questions. This device remains in service. No additional adverse patient effects were reported.